Event description:
A report was received from japan with info stating that during pt use, the shut down alarm was not audible. The ventilator did not shut down while the pt was being ventilated and continued to ventilate the pt. The pt was manually ventilated and then transferred to another ventilator. There were no negative pt consequences reported. The user facility reported that the alarm silence/reset' button worked intermittently.

Manufacturer narrative:
The user facility inspected the device and confirmed the reported issue. The membrane was replaced to resolve the issue. No additional info was provided by the customer. (B)(4).